Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms and loss of capture at maximum outputs. An x-ray showed the ra lead had fractured. No changes were made to the ra lead at this time and it continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the ra lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.